Event description:
On (B)(6) 2024, a patient underwent spinal surgery consisting of seaspine's mariner posterior fixation system. During the procedure, a set screw cross-threaded in the screw head, cutting the screw threads, which prevented the set screw from being placed. The surgeon opted to leave the screw in-situ without set screw fixation. No patient injury was reported. The product is not available for evaluation.

Manufacturer narrative:
The product is not available for evaluation; no lot information was provided. No definitive root cause could be established.